Manufacturer narrative:
The neuroworks software has an auto-recovery feature that performed as intended. The failure experienced by the customer was investigated by reviewing event logs provided by the customer. The first failure occurred between 12:26pm to 12:55pm. We believe that this was the time when the operator moved the machine from patient a to patient b. As patient b was connected to the machine, the system was recovering from the first failure and was trying to resume the previous study (patient a). The log shows that at 12:55:34pm, patient b file was edited and the edit was canceled at 12:55:39pm. This is when the second failure occurred that caused the system to automatically restart and resume a previous recording session under patient a. The operator was present at the time and was alerted to the mistake by the fact that they did not have an opportunity to enter the new patient name (and never did enter the new patient's name). The operator could not possibly assume that the study was now recording with the second patient information since they never entered the second patient's name. Thus the mistake was immediately detectable. As a fact the operator quickly realized the mistake, stopped the study and then restarted the system at 13:07pm with patient b information and the study recorded under patient b from that point on. This failure is rare - this is the first such occurrence in many years of recordings in many sites on many recording stations. We estimate that the probability of this happening is less than 1 in 100000 studies with the trained operator being able to detect and correct each failure.

Event description:
The natus neuroworks recording station (neuroworks software version 6.1.0.892) has an auto-recovery feature that performed as intended and resumed recording automatically even though the user had stopped the study. This caused two different patient studies to join: 2 minutes of "patient b" reading was embedded at the end of "patient a" recording.